Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump repeatedly lost prime and the patient had a blood glucose (bg) of 38mg/ml with dizziness. During troubleshooting, it was found that the patient is possibly priming while attached according to reporter. The patient was also noted to fill cannula apart from changing set. Reporter states she is unclear on child's proper use of pump; they often change sites independently. The patient, denies priming while attached. Customer support educated reporter that loss of primes are being triggered by power interruption and/or related to cartridge change, and pump requires prime steps to be completed. There was no indication of pump malfunction and the bg excursion was attributed to training/misuse.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box data from the date of the complaint was overwritten. There was evidence of loss of prime warning observed in the black box history associated with low non-zero force. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. The total daily doses (tdd¿s) added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).